Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue, and the customer was able to resume insulin delivery successfully.